Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during meniscal repair surgery when t-1 was deployed t-2 deployed simultaneously. A backup device was available to complete the procedure. No delay or patient impact were reported.

Manufacturer narrative:
The trigger has been fully advanced and locked within the handle indicating a complete deployment. Ts and suture were returned and suture has been cinched. It appears that the trigger was inadvertently advanced during insertion of t1 pre-deploying t2. No root cause related to the manufacturing process can be established. Event appears to be related to use error.